Event description:
It was reported that the dso sensor was damaged. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found damaged battery compartment, battery door. The event history log was reviewed and there were no errors related to the customer complaint. During visual and functional testing, the customer reported issue was confirmed. Replaced the downstream occlusion (dso) seal to correct the issue. The software was updated and unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.